Manufacturer narrative:
It was noted that this complaint could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records could not be conducted as the lot number initially reported did not correspond to the device returned. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Affiliate reported that after the device was implanted, the patient complained of ear noise. The attending physician attempted to reduce the noise by adjusting the ventile. The patient did report a slight decrease in noise, but experienced a worsening in health. As a result the device was revised.

Manufacturer narrative:
A follow up report is being filed as in the last report it was noted that the product code and lot number was incorrect. After a review of the device history records it was confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and simiilar complaints. At the present time this complaint is closed.